Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had compromised force sensor system alert with prime rewind anomaly. The blood glucose was 130 mg/dl at the time of the incident. The drive support cap is sticking out. Customer advised to discontinue use of the pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump alarmed compromised force sensor system during basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion test and excessive no delivery test due to loose drive support disk. Unit received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.